Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of an right ventricular (rv) lead, the helix became stretched and broke off in the septum while the lead was being deployed. The broken helix was left in situ and the procedure was successfully completed using a new pacing lead. No patient complications have been reported as a result of this event.